Event description:
The customer reported the system intermittently failed to boot and exhibited functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, and ps2 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.